Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and determined that the batteries needed to be replaced . To fix the issue, the fse ordered and replaced the batteries, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while the cardioasve intra-aortic balloon pump (iabp) was in use on a patient it powered off. No patient harm or serious injury was reported.